Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost helium pressure. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that the device the cs300 intra-aortic balloon pump (iabp) losing helium pressure when in use. Getinge field service engineer (fse) customer reports loosing helium pressure during use. Arrived onsite and was unable to reproduce issue the customer experienced. Completed repair with all functional and safety tests per manufacturer specifications. While onsite performed pm, please see so (B)(4) for measurement details.returned to customer and cleared for clinical use.no patient harm.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a